Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated that his healthcare provider advised him to go back using the insulin pump. Customer tried to use his previous insulin pump due to he lost his insulin pump last (B)(6) 2014. Customer stated that he was unable to rewind the old insulin pump and it alarmed no delivery. Customer was unable to do troubleshooting. Customer's most recent blood glucose was 284 mg/dl and treated with manual injection. Customer will call back to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.